Manufacturer narrative:
Investigation summary: one 20019e7d sample from lot 21105405 was received in opened packaging for investigation; no residual fluid was present in the device. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming, as no fluid was able to flow into the tubing of the extension set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting each smartsite component to a retained 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the smartsite piston opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105405 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d product in the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free connector extension set was blocked during the saline flush.the following information was provided by the initial reporter: "the product is faulty, unable to flush through the saline, the lumen is blocked"